Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a longo hemorrhoidectomy procedure, stapler didn't staple fully. There was a 2 cm defect/leak. It was not possible to finish the process fully. The procedure was prolonged 30 minutes and the defect was repaired by oversewing. Current patient status is unknown, but there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l54h6u. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted.